Event description:
It was reported that during a laparoscopic hand assisted low anterior resection procedure the cutline was completed. The device did not staple on one side and there was an incomplete staple line on the other side. The rep ask if they have seen any staples in the body cavity and the tech stated that they did not see any staples. Two green reloads were used and they were firing the device on bowel. Unknown how the case was completed. There was no patient consequence. One hour was added to the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two (B)(4) cartridge reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch history review has been completed with no anomalies reported.